Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the throat during a dilatation procedure performed on (B)(6) 2025. During the procedure, the cre balloon popped, and water leaked out while dilating. It was reported that no piece of the balloon detached inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.